Manufacturer narrative:
In response to FDA report number mw5086402, mw5087247. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency that "they are convinced this silicone implant is killing them, joint pain like there is glass in them and hurting badly". Patient reported rupture. This record is for the left side. Device remains implanted.

Event description:
Patient additionally reported left side"has swollen, it is painful and bulging to the left and is much bigger than the right."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.